Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "bore hole distal lock does not line up with aiming sleeve. Anti-rotation screw does not fit." 4/1/2025 - additional information received from the sales rep: "the surgeon tried to insert the set screw but said this couldn't be done. The thread couldn't be found correctly. Secondly the distal hole wasn't aligned correctly when drilling through the sleeve. Finally they unpacked another nail and completed the surgery."

Manufacturer narrative:
The reported event could be confirmed, since the visible marks show a line up issue as described in the event description. The device inspection revealed the following: the reported nail was returned for evaluation, the set screw, which is part of the kit, was missing. The visual inspection did show several strong damages at the device. The nail/target device interface is strongly damaged, there is a heavy deformation on one side of the big groove and there are strong stress marks below the groove visible. Also at the inside of the big groove is a strong edge-shaped deformation visible and the wall next to the groove is bent outwards. At the top of the nail holding screw thread are deep scratches visible. These damages at the interface could be an indication that the target device was not correctly attached to the nail for any reason. At all damages it the anodized layer not present anymore, which shows that the damages were caused post-manufacturing. At edge and the at the inside of the lag screw hole are clearly visible damages from the reamer, the damages already indicate a misalignment when the lag screw reamer was inserted. At the distal oblong hole are two drilling marks next the hole visible, based on these marks the reported misdrilling can be confirmed as the drill bit did not line up with the hole as intended. Functional inspection: different function tests were performed with the returned nail. Although the interface is badly damaged, the target device and the nail holding screw could be attached to the nail without any problems. The first function test was made with a lag screw reamer, the reamer did pass the hole without any issues, there was no contact between the reamer and the nail. The second function test was made at the distal hole, in the static position and as well in the dynamic position. The drill bit did pass the hole in both positions without any issues, there was no contact between the drill bit and the nail. The final test was made with a set screw, the screw could be inserted through the target device with the nail holding screw with out any issues, the thread was fully functional and the screw could be inserted till to the end position. None of the reported malfunctions could be reproduced during the performed tests. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. No product related issue could be detected at the returned nail and the involved instruments were not returned for investigation, which indicates that there is no allegation against the instruments. Based on that and the observed damages at the nail/target device interface the root cause was attributed to a usage related issue. If more information is provided, the case will be reassessed.

Event description:
As reported: "bore hole distal lock does not line up with aiming sleeve. Anti-rotation screw does not fit." 4/1/2025 - additional information received from the sales rep: "the surgeon tried to insert the set screw but said this couldn't be done. The thread couldn't be found correctly. Secondly the distal hole wasn't aligned correctly when drilling through the sleeve. Finally they unpacked another nail and completed the surgery."